Event description:
Reportable based on analysis completed on 24-feb-2015. It was reported that crossing difficulties were encountered.   The target lesion was located in the left anterior descending (lad). A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation, but the device was unable to cross the lesion.  The procedure was completed with another of the same device.  No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the markerbands, bonds and distal tip that could have contributed to the damage. Microscopic examination inspection revealed two pinholes in the balloon wall 1.5mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented numerous kinks throughout the shaft. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).